Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was giving constant flow when the handle is pushed to the maximum level. There were no reported adverse effects.

Manufacturer narrative:
One used device was received for investigation. No damage was noted to the main unit during visual inspection, however the date code sleeve on the oxygen input hose was unclear and peeling. The unit failed to pass the functional check due to a constant flow of gas at the adult end stop position. The unit was opened for further investigation. A leak could be seen from the rotary flow and timing valve controls, which would cause the constant flow reported. A root cause for the leak was not determined.